Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. Analysis of the catheter (sn (B)(4)) found no significant anomaly. The catheter was returned in segments but testing was acceptable.

Event description:
It was reported the patient had increased spasticity. A dye study was performed and they were unable to aspirate. A catheter revision was scheduled. They were unable to aspirate upon disconnecting from the pump. They were unable to aspirate through the cap (catheter access point). They "opened spine" and cut catheter, at which point cerebrospinal fluid (csf) flow was confirmed. The new catheter was connected to the existing catheter in the intrathecal space and a new pump was placed. The pump replacement was "prophylactic removal of pump to avoid in-vivo battery depletion". The catheter was replaced due to no csf and patient symptoms. A rotor study was performed and results were normal. The patient recovered without sequelae. The pump contained lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.